Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, intra-op, one of the extenders was fully locked on the screw and impossible to unlock from the screw.